Event description:
During preventative maintenance hill-rom tech found the ground loss light flashing. No injury reported. Ground prong at the power cord broken. Replaced power plug to resolve this issue.